Event description:
It was reported that the pacemaker system exhibited noise on both the right atrial (ra) and this right ventricular (rv) lead. There were stored episodes in which there was noise that was being oversensed marking it as ventricular tachycardia (vt) and it resulted in the patient experiencing asystole. Troubleshooting was performed and the noise could be reproduced with pocket manipulation. Additionally pacing impedances were within range. It was noted that the patient is dependent on therapy. The physician is discussing replacing both leads. At this time, the device, the ra lead and this rv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).